Event description:
It was reported that the patient underwent a cervical procedure at o-c7 using posterior fixation. The rod was found broken at left c2 post op. The patient started complaining of back and right upper limb pain approximately nine months post op. The removal surgery was performed approximately 11 months post op. Fusion was reportedly failed between occipital and c2. The surgeon noted that the 3.2mm rod seemed to be too thin to use for this patient.

Manufacturer narrative:
Device was returned to the manufacturer for evaluation. Evaluation is in process. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.